Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: marcumar 3: retention meter and master lot strips: 3.0 inr , customer meter and customer strips vial #1: 3.0 inr , customer meter and customer strips vial #2: 2.9 inr. Marcumar 4: retention meter and master lot strips: 3.2 inr, customer meter and customer strips vial #1: 3.3 inr , customer meter and customer strips vial #2: 3.3 inr. The maximum difference between all measurements with the same blood sample was 3 %. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The results alleged by the customer were observed in the meter¿s patient result memory, however, the result of 5.4 inr was observed on (B)(6) 2018 instead of (B)(6) 2018. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The customer received questionable results from two coaguchek xs meters compared to a laboratory using neoplastine reagent. Patient 1 result from meter serial number (B)(4) was 6.9 inr and the laboratory result was 4.3 inr. Patient 2 result from meter serial number (B)(4) was 5.4 inr and the laboratory result was 4.0 inr. This patient was a (B)(6) male born on (B)(6). The laboratory results were believed to be accurate. The warfarin dose was held for one day based on the laboratory result. There was no allegation of an adverse event. The therapeutic range for both patients was 2 to 3 inr. The patients had no hematocrit issues, no heparin, no direct thrombin inhibitor, no antiphospholipid antibodies, no new medications, no change in diet, no additional illnesses, and no bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. Retention test strips (lot 345215) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.